Event description:
The event is reported as: maude adverse event report filed and reported as follows: premature infant required intubation following delivery. Unable to remove stylet after endotracheal tube placed. Plastic coating on stylet started to roll up as practitioner attempted to remove it from the endotracheal tube; tube/stylet removed and pt was reintubated. The stylet was discarded. Pt outcome: disability as documented on maude adverse event report. Add'l info on maude report stylet used with smiths endotracheal tubes, 2, size 2.5 -item# 100-141-025.

Manufacturer narrative:
Outcome attributed to adverse event. Disability; as documented in maude adverse event report. No sample is available for the MFR to evaluate. Type of reportable event: serious injury as documented in maude adverse event report. A follow-up report will be sent when investigation is completed.